Event description:
It was reported that a malfunction occurred on the pump, and cts provided assistance with resetting the pump. There was no adverse impact to the customer¿s blood glucose level. Customer acknowledged the information and was advised to continue using the pump, with instructions to call back if any malfunction recurred.